Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Additional information was received that this device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Additional information was received that the device was retained by the explanting facility and would not be returned for analysis.

Event description:
Boston scientific crm received information that this device was suspected to be oversensing. There was no evidence of oversensing in the stored electrograms; however, retry mode was reported in some of the daily measurements. A boston scientific crm technical services consultant recommended programming the sensitivity from 2.5mv to 5mv to avoid any future oversensing.